Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, a clinical review was performed and found that the provided x-rays were reviewed and shows a small foreign object near the neck of the scapula. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited information provided a clinical root cause for the reported broken shaft cannot be determined. The anchor inserter is manufactured and intended as an externally communicating device and is not approved for long term internal tissue exposure and long-term implantation data is not available. Although unlikely micro-motion and/or migration, and local irritation/discomfort cannot be ruled out. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device. Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (type of investigacion, component code & investigation findings).

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a shoulder arthroscopy, the footprint suture anchor inner shaft became fractured during the insertion after the anchor implant was successfully implanted in the patient's bone. The fractured part of the shaft could not be found. The case did result in plans to operate revision surgery in the future with the help of MRI to remove the broken shaft. The revision surgery has not been proceeded yet. Surgery was completed with the same device. There was a surgical delay of less than 30 minutes, and no further complications were reported.